Event description:
Customer reported upon administering vaccine to client, vaccine squirted out of syringe and needle connection site instead of injecting into client. Client required a second administration of vaccine.